Event description:
Prior to detachment, the delivery cable of the torqvue fx delivery system (tvfx) fractured leaving the tip (male end) of the inner cable attached to the device. This piece then spontaneously separated from the connector of the right atrial disc and required retrieval of the broken fragment from the right atrium using a 10mm gooseneck snare.

Manufacturer narrative:
The amplatzer torqvue fx delivery system tether cable was returned to sjm with the male end screw fractured from the remainder of the cable. Following decontamination, the screw and wire were examined microscopically and found the screw-wire weld intact with the wire fractured at the 0.011 inch grind proximal to the screw. The nitinol core wire was found permanently deformed at the distal end demonstrating previous exposure to excessive force. Sem analysis with comparison to known tensile and torsional failures found the failure to be likely a combination of tension and torsion. Simulated use testing with an extreme angle between an aso device and the delivery wire was performed. All components were returned within specification, except the fracture, and the failure was deemed to be not related to manufacturing.